Manufacturer narrative:
Device analysis: product investigation could not confirm the allegations of rupture of the left corporotomy. The ipp cylinders were visually inspected and functionally tested. The cylinders performed within specification. The pump was functionally tested and failed the activation test, requiring more than 8lb. Of force to activate. Product analysis could not confirm the reported events of tissue damage nor could they find a relationship with the identified malfunction. Visual inspection and functional testing of the ams ipp cylinders and the ms pump components could not confirm the reported allegations of left corporotomy rupture. No device malfunction was reported. The pump failed the activation functional test; however, this malfunction cannot be confirmed to have any relation to the reported events. The product record review confirmed the reported events of fibrosis does not represent an unanticipated event. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction directly related to the reported events was not identified and the adverse event of fibrosis is included in the product labeling. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to rupture of the left corporotomy. New cylinders and pump were implanted and connected to the previous reservoir. No further patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to rupture of the left corporotomy. New cylinders and pump were implanted and connected to the previous reservoir. No further patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.